Event description:
The customer reported that the system would not boot. The work station would come up, but they only received blocks on the generator.

Manufacturer narrative:
The ge svc rep troubleshot the system and determined that the sram in the generator was at fault. He replaced the sram and tested unit. He rebooted the system 10 times with no errors. Unit working as intended.